Event description:
The affiliate reported that after implantation, intestinal canal perforation was noted. The issue seemed to be caused by the contact with the abdominal catheter. As a result, the device was replaced.

Manufacturer narrative:
The complaint has been re-opened as a lot number has been provided. The device has not been returned, however, in absence of the device a review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.